Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. Since the testing of a separate sample from the patient generated reliable results, the event was consistent with a sample-specific / pre-analytical issue. Correct pre-analytic sample handling is within the customer's responsibility. There was no product problem identified.

Event description:
There was an allegation of questionable triglycerides/gb (glycerol blanked) results from the cobas 8000 c702 module. The initial result was 0.01 mmol/l. The repeat result using a reduced sample volume was 0.02 mmol/l. On (B)(6) 2025, the repeat result was 0.76 mmol/l. Using another sample from the patient, the result was 2.34 mmol/l. It was unclear if this sample was from the same venipuncture.

Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The investigation is ongoing.